Manufacturer narrative:
Qn# (B)(4). Per DHR the product 24 ea isi da vinci s 8mm obturator lot # 73a2100003 was manufactured on 01/04/2021 a total of (B)(4). Lot was released on 01/19/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 420023 24 ea isi da vinci s 8mm obturator for investigation. The sample was returned with in its original packaging. The sample was examined with and without magnification. Upon visual examination, the packaging was split open. The sterile barrier appeared to be completely intact. However, there was a long crease on the package near the edge, just inside the sterile barrier. The packaging was split open along the crease. The root cause of this complaint is undetermined, but a non-conformance has been opened to further investigate this issue. The complaint is confirmed as the packaging was returned split open. Although the root cause could not be determined. A non-conformance has been opened to further investigate this issue. The reported complaint of "incomplete seal - sterility compromised" was confirmed based upon the sample received. The sample was returned with its packaging split open. The sterile barrier appeared to be completely intact. However, there was a long crease on the package near the edge, just inside the sterile barrier. The packaging was split open along the crease. The root cause of this complaint is undetermined, but a non-conformance has been opened to further investigate this issue.

Event description:
Intuitive surgical detected failed sterile barrier at incoming inspection. The failed sterile barrier appears (pictures) to be due to a poor heat seal. Intuitive surgical complaint number (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Intuitive surgical detected failed sterile barrier at incoming inspection. The failed sterile barrier appears (pictures) to be due to a poor heat seal. Intuitive surgical complaint number (B)(4).